Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), product type: catheter. Product ID: 8596sc, serial# (B)(4), product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 1490 mcg/day) via an implantable infusion pump. The healthcare provider (hcp) had noted multiple short motor stalls over the past few months. The patient never heard any alarms or experienced withdrawal. An explant and replacement occurred. The pump change was noted as just precautionary. The issue was resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' If additional information is received, a follow-up report will be sent.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (unknown concentration and dose) via an implantable infusion pump. Indications for use included intractable spasticity and post spinal cord injury. Other medications the patient was taking at the time of the event and the patient's medical history were unavailable to the reporter. It was reported that the patient's pump had stalled 4 to 5 times since the "(B)(6)," and recovered within an "hour or two" each time. This was revealed through reading the logs. The cause of the motor stalls was not specified. No actions/interventions had taken place, and it was unknown if surgical intervention was planned. It was unknown to the reporter if the issue was resolved. Additional details regarding what happened to the patient regarding the event were not specified from the reporter. The patient's status was reported as "alive - no injury"

Manufacturer narrative:
Aware date corrected. Date MFR rec corrected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp). There were zero alarms, just multiple motor stalls and recoveries with no MRI exposure. On (B)(6) 2016 at 23:06, motor stall recovery occurred. On (B)(6) 2016 at 03:38, motor stall occurred with recovery on (B)(6) 2016 at 04:31. On (B)(6) 2016 at 21:21, motor stall occurred with recovery on (B)(6) 2016 at 22:06. On (B)(6) 2016 at 23:38, motor stall occurred with recovery on (B)(6) 2016 at 00:57. On (B)(6) 2016 at 17:59, motor stall occurred with recovery on (B)(6) 2016 at 18:04.

Manufacturer narrative:
Corrected information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.